Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer is concerned with high results when compared to his competitor meter (20-40 points). Normal results are 85mg/dl-120mg/dl. Performed back to back blood test 333 mg/dl and 335 mg/dl. Customer had just eaten. Reviewed memory for previous results. Based on parkes error grid analysis, the bias between the highest result in memory (171) and the lowest normal result (85) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).